Event description:
It was reported that pump repeatedly declared cartridge alarm 31 during pumping, causing pump to indicate that cartridge was empty despite patient recently loading insulin and experiencing similar alarms on multiple occasions. There was no adverse impact to the customer¿s blood glucose level. Customer initially reloaded cartridge with guidance from technical support and successfully resumed insulin therapy, and when alarm recurred technical support followed troubleshooting script, arranged warranty pump replacement, confirmed use of multiple daily injections as backup therapy, reviewed storage mode instructions, and instructed customer to return pump using prepaid label.